Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that one infusion set cannula was bent on (B)(6) 2026 and the insertion site is upper buttocks the patient experienced hyperglycemia and was treated with correction bolus via pump.